Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported having surgery tomorrow to replace their implant battery, which went dead 6 weeks ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative(rep) regarding an implantable neurostimulator (ins). The reason for call was that rep reported that the patient's ins 'died'. The patient (pt) was not able to comfortably use the stimulator since it was placed. Rep stated that the patient was having a problem with the battery from the start. The stimulator itself was not working properly and the manufacturer representative (mrep) helped them multiple times at the doctors to try to get it working. Rep stated the patient was not able to use it properly, so it was just turned off all this time. Rep mentioned that they were told that they have to replace the ins. Rep stated the only time they charged the ins when they had magnetic resonance imaging (MRI) but never been able to successfully use the stimulator. Rep said they read that there's a way that deactivate the device without replacing the ins and for the patient to be safe to have an MRI. Agent redirected pt to their healthcare provider to further address the issue.